Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating that two weeks after the lv lead replacement, this device and the implantable defibrillation lead delivered two shocks. It was determined the shocks were inappropriately delivered due to oversensed noise on the rate/sense channel. Some noise was also observed on the shock channel. Pacing impedance measurements increased, including high out of range pacing impedance measurements. There was a concern the lead had fractured. An invasive procedure was performed to replace the defibrillation lead. A df4 lead was implanted, therefore this device was explanted and replaced with a df4 compatible device. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements in lv ring to tip pacing configuration. The pacing configuration was reprogrammed to lv ring to rv with acceptable measurements observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range impedance measurements continued to be observed. Additionally, high pacing threshold measurements along with loss of capture was also observed. An invasive procedure was performed to replace the lead. This device remains in service.